Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-13. The patient notified their managing physician about the loss of stimulation and end of service message and should have their battery replaced on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported approximately 6 to 8 months ago their implantable neurostimulator (ins) therapy turned off by itself and he turned therapy back on. The patient further reported that on (B)(6) 2017, therapy turned off and when he went to turn therapy back on, he saw the end of service (eos) message on the patient programmer and he could feel the difference of not getting therapy. The patient was redirected to their healthcare provider (hcp) to schedule replacement surgery and physician listings were sent to the patient. No further complications were anticipated. The indication for implant was spinal pain.